Event description:
A service tech reported that a jb-70 intra-oral x-ray unit, (B)(4), generated an exposure without being prompted to do so.

Manufacturer narrative:
A series of tests were performed on the returned unit. The tests revealed no out of specification condition and the alleged problem cannot be duplicated. The tests include: operational tests: operational tests indicate normal operation. Exposures only occur during deliberate attempts. Measured outputs are within specification. Repositioning of arms demonstrated no effect on machine performance. Component and wiring inspections reveal no broken or shorted connections. Automated testing was accomplished by attaching an exposure counter to the output of system and leaving the machine on for 14 days. No unrequested exposure during the 14 days. Removing ground connections to induce noise into the system and cycling power did not cause any detectable difference in the operation of the unit. Visual inspection on exposure switch under microscope reveals no visible wear.